Event description:
A neopuff pt resuscitator manometer (which indicates pressures delivered to the pt) was reported to be reading incorrectly. Device read 35cm at 40 cm setting. Device read 61cm at 70cm setting. Device was tested with certified manometer. No pt involvement, device performance detected before use. Biomed involved with performance verification. Device taken out of service.

Manufacturer narrative:
We have requested the complaint device from the hosp so that we may investigate further.